Event description:
The hosp biomed reported that while he was testing the pump during routine testing, the pump was found to not audibly alarm for air, occlusion, etc. The biomed tested the pump using a pumpmaster tester and there was no pt involvement.